Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug via intrathecal drug delivery pump. It was reported that, at the first refill following implant, a volume discrepancy was identified where the expected volume was 4.5ml, but the actual volume was 0.0ml. Refilling under fluoroscopy and increased monitoring of the patient were recommended.